Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, within the same surgery due to the lens was inserted upside down into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2020, with another same model/length lens and the problem was resolved. Cause of the event was unknown.